Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: there was no evidence of a load step malfunction recorded in the black box. During investigation, the load and prime cartridge steps were successfully performed with no alarms. The force sensor calibration reading was in specifications. The pump was opened and removed from the case; a force sensor flex trace was observed to be cracked at the pin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was priming the tubing during the load step. Reportedly, the patient had been filling the cartridge to 200 units and at the load step, the insulin was moving into the tubing. The reporter denied any trauma or change to the display at the time of the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.